Event description:
The lay user/patient contacted lifescan alleging the meter has a damaged display. The issue was not resolved with troubleshooting. There were no allegation of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject products for evaluation. If the products are returned, lfs will evaluate it/them and inform FDA of products that do not pass inspection in a supplemental report.